Event description:
Tip of needle snapped off. Surgeon / operating room staff didn't notice until after, and piece was not able to be retrieved. No x-ray was taken in attempt to locate the broken piece and it was stated that they were not 100% certain that it was even in the patient. There are currently no plans to persue this any further. Sales rep. Said he thought the needle did come in contact with bone and that may have weakened the tip.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).